Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant she had had tremors in her hands. It was getting worse with time. If the patient turns stim off the tremors are still there. This was considered a gradual change in therapy/symptoms. Additional information received from a healthcare provider (hcp) indicated that the implantable neurostimulator (ins) was replaced on (B)(6) 2017 due to it malfunctioning since implant. It kept turning itself off. They mentioned that they started having leg issues shortly after implant. They were seen by a hcp in (B)(6) 2015, and then again in (B)(6) 2016 where they had tremors in their hand. The hcp noted that it seemed like issues started shortly after something was changed with the device/patient had surgery. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.